Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the large needle driver instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/confirmed the customer reported complaint. Failure analysis found the primary failure of failed engagement to be related to the customer reported complaint. The instrument failed mechanical engagement when placed on the system. The instrument inputs failed to engage with the sterile adapter after multiple attempts. Although the instrument failed engagement after being placed on the system, there was no report of an engagement failure reported in the system log. Common causes of engagement failures are attributed to over-constrained design condition between the mating parts of the instrument and instrument sterile adapter disks. Additional observation related to customer reported complaint were also identified: the large needle driver instrument was found to have two input disks broken. Input disk 6 was still attached but input disk 7 was found completely detached from the base of the housing. Common causes of the failure mode broken instrument input disks are typically attributed to mishandling/misuse most commonly caused by improper cleaning/reprocessing techniques. The input disk component consists of ultem material insert molded over a steel pin. The insert molding process results in residual stress in the plastic portion of the input disk. These residual stresses can be susceptible to chemical or thermal stresses, which can result in the appearance of cracks in the ultem material. Under repeated or prolonged chemical or thermal exposure cycles, these cracks can propagate into larger cracks, and may cause the input disk to break and separate from the instrument.

Manufacturer narrative:
The large needle driver instrument has been returned for a failure analysis; however, the investigation is still in progress. A follow-up MDR will be submitted upon completion of the failure analysis. Isi reviewed the site¿s complaint history, which does not reveal any related or duplicate complaints involving this product and/or this event. A review of the site's system logs revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. This complaint is considered a reportable event due to the following conclusion: it was alleged that the large needle driver instrument moved with unintuitive motion (e.g. The instrument unexpectedly jerked/jumped/swung/bowed, moved in an unexpected/unintended/unknown way). Unintuitive motion could lead to subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the large needle driver instrument was not properly responding to commands. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the event took place on (B)(6) 2022 during a malignant hysterectomy procedure. The large needle driver instrument was inspected prior to use and nothing out of the ordinary was noted. The surgeon could not grasp and manipulate the tip of the instrument as they normally would and mentioned that the motion was random. The surgeon changed the instrument to a backup within the first few minutes of noting that the original did not work. The procedure was completed successfully with the backup instrument and there was no patient injury. Patient demographic information was not provided.